Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that drawer d false positives. There was no report of confirmatory testing. No patient impact was reported the following information was provided by the initial reporter: it was reporting false positives on drawer d with no specifics rows. The tech walked them through getting the logs for a review. They refused saying they are too busy. They asked the tech to call back and walk him through getting that logs. Unable to reach them . The tech left a vm. Emailed them the steps to get the logs.

Manufacturer narrative:
H.6 investigation summary: a complaint of "false positives" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6). Field service engineer was dispatched and blower wheel was replaced to resolve the issue. The complaint is confirmed and root cause is related to "damaged blower coupler". Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 10/2/2014. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. Corrective action and preventative action (CAPA) exists to address this failure mode. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. CAPA # 2660061.

Event description:
It was reported by the customer that drawer d false positives. There was no report of confirmatory testing. No patient impact was reported. The following information was provided by the initial reporter: it was reporting false positives on drawer d with no specifics rows. The tech walked them through getting the logs for a review. They refused saying they are too busy. They asked the tech to call back and walk him through getting that logs. Unable to reach them . The tech left a vm. Emailed them the steps to get the logs.